Event description:
On (B)(6) 2009, the pt reported that last week, she noticed a large air bubble in the insulin cartridge of her infusion device. She stated she did not try to prime the bubble out. During the report, she stated she sees tiny, champagne-size bubbles in the bottom of the cartridge. She tried to prime them out but they would not move. She stated she prefers to leave them in and monitor the issue as she did not want to use all her insulin to prime them out. On f/u with the pt on (B)(6) 2009, she stated the air bubbles in the cartridge are gone. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.